Manufacturer narrative:
The facility's dialysis intensive care nurse stated that the prisma machine did not cause or contribute to this pt's death. Gambro has found no evidence to suggest that its device caused or contributed to the death of the pt. Gambro does not regard the submittal of this report as an admission of liability. This event is being reported as per gambro policy: all cases of pt's death within 24 hours after end of the treatment are considered reportable regardless any involvement of a gambro device.